Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed and the investigation found: b30 scope communication error message was displayed, connector was corroded, and the light guide lens was chipped. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message and no image was degradation and an electrical component failure. The most likely the cause of the corroded connector and chipped lens was a stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.